Event description:
During in-office check, noise was reported on this lead and impedance values dropped. Patient received inappropriate shock in the past (was not given the date). Lead remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.